Event description:
"Vagus nerve stimulator with internal pulse generator revision, possible lead revision." Patient required replacement of both the battery and lead. Provider requested that the explanted battery and lead be sent back to livanova to be tested for increased lead impedance/malfunction.